Event description:
It was reported that while using bd preset¿ arterial blood collection syringe that there was foreign matter on device cannula. The following information was provided by the initial reporter: when the nurses in the blood collection department were preparing to collect arterial blood for window patients, they found white unidentified objects on the needle after opening the arterial blood collection device. They immediately stopped using the blood collection device and continued blood collection. No adverse effects on patients.

Manufacturer narrative:
H.6 investigation summary : "material #: 364314. Lot/batch #: 2272044. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.